Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. A nonconformance was initiated for a new harm identified in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: endovascular aneurysm repair (evar) where vascular surgeon also used radial access to take initial angiograms. Post procedure a tr band 2 was placed on the patient and sent back to post op. When the nurse checked on patient after fifteen minutes the balloon on the band was completely deflated. The patient was bleeding and had to be taken to the operating room (or) for a cutdown. The vascular surgeon (vs) found a deep hematoma beneath the skin and patient at risk of losing his hand. The estimated blood loss was less than 250ccc. Additional information was received 12jan2026: to treat the hematoma, the patient was taken to the operating room for decompressive fasciotomy and hematoma evacuation. The size of the hematoma was extended from the wrist to the mid forearm. The hematoma caused swelling, extensive bruising, lack of pulses, and compartment syndrome. There was no noticeable damage to the device. The patient was stable yet still continued to have operative procedures to his arm, as of (B)(6) 2026, he had yet to be discharged from the hospital since his admission on (B)(6) 2026. Additional information was received on 04feb2026: there was no difficulty in advancing the sheath or catheters into the radial artery or there was significant vasospasm. There was no hematoma present at the conclusion of the procedure and placement of the tr band. There was an internal hematoma present when the surgeon took the patient back to surgery. The balloon on the band completely deflated while patient was in post op so the individual who placed the tr band feels as though the tr band did not perform as intended.